Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead insulation was accidentally damaged during a pacemaker replacement. Additional information confirmed the implanting physician damaged the insulation while trying to dissect scar tissue. The lead was repaired prior to wound closure and all electrical measurements were normal. The rv lead remains in service. No adverse patient effects were reported.